Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A recent CT revealed that the stent graft has migrated with a proximal type I endoleak resulting in an infrarenal aneurysm rupture. A type ia endoleak was also identified. The aneurysm is currently 7 cm in diameter. Three endurant stent grafts were successfully implanted and the event has resolved. The physician stated that the cause of the event is due to anatomy; the proximal aorta had expanded. No additional clinical sequelae were reported and the patient is doing fine.